Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with an intermittent button response due to corroded keypad traces. There was no unexpected display scrolling during testing. It was noted that there was no moisture damage found inside the pump. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked lcd window.(B)(4)

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that when he goes into the status screen and presses the down arrow, it goes all the way to the bottom. Customer stated that has to wait until the screen times out. Customer was unable to view his active insulin or the amount of insulin left. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.